Event description:
It was reported that an angio-seal was deployed post femoral angiogram. While in recovery, the pt complained of leg pain. An ultrasound was performed which revealed an occluded vessel. The pt was taken to surgery where the angio-seal was observed to have been deployed in the posterior wall of the vessel. The angio-seal was removed and the artery repaired. Additional info was not available about the pt's condition.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.